Event description:
Approx. 2004, I had surgery for urinary stress incontinence. A gore-tex sling was used internally. Two years after surgery, the mesh eroded into my vagina, subsequently I had surgery to have remainder removed - 06. This year I developed pain and swelling in my right mons pubic area. After trying nsaid, I was admitted to the ed dept. A CT scan revealed an abscess and the sling material was visable. Subsequently after an MRI, I again had surgery to have the abscess cleaned out along with the remaining mesh. The tissue involved was all adhered to my bladder and unfortunately, a large hole was made in my bladder during surgery. A one day hospitalization turned into five days, spinal anesthesia turned into general and I was finally discharged with two wound drains, foley catheter in bladder and supra-pubic catheter in bladder. Dates of use: 2004. Diagnosis or reason for use: urinary stress incontinence.